Manufacturer narrative:
The products were explanted in a revision surgery, therefore the complaint is considered confirmed. No product was returned, therefore no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. The revision surgery was due to heterotopic bone growth, indicating there was no alleged malfunction of the implants. The instructions for use (IFU) for this product warns of the potential for complications. It states in the section titled adverse events: ¿ heterotopic bone formation it also states in the section titled patient counseling information: discussion of the following points is recommended prior to surgery. ¿ the risks associated with a total tmj system (see warnings and adverse events). ¿ additional treatment may be required including but not limited to extended physical therapy, bite splint, dental braces, and/or orthognathic and reconstructive surgery. The IFU also includes statistics from clinical studies in regards to heterotopic bone growth. No non-conformances were identified for the tmj components. Device history record (DHR) review was unable to be performed for the screws as the lot numbers of the devices involved in the event are unknown. There are no indications of manufacturing defects. Investigation results concluded that the reported event was due to patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00680-1, 0001032347-2018-00681-1, and 0001032347-2018-00682-1.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Concomitant medical products: biomet microfixation tmj system right standard mandibular component, catalog #: 24-6555, lot #: 367580a. Biomet microfixation tmj system right fossa component, small, catalog #: 24-6562, lot #: 478190a. Biomet microfixation "2.4 mm" system high torque (ht) cross-drive screw 2.7 x 10 mm, catalog #: 91-2710, lot #: ni. Therapy date: (B)(6) 2018. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see associated reports: 0001032347-2018-00680, 0001032347-2018-00681, and 0001032347-2018-00682.

Event description:
It was reported by the patient that her implants were explanted due to heterotopic bone growth that covered the prosthesis. She stated she is currently waiting for a custom made prosthesis to replace it. No additional patient consequences were reported.